Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.

Event description:
Customer is calling to report that about 2 weeks ago, she had a high blood sugar and discovered insulin was leaking where the luer connects to the pump. She had securely tightened the luer; therefore, she suspected a possible defect in the luer connection. No adverse event. The transfer set has been requested for return, but cannot be returned as it has been discarded. Lot not available.